Event description:
Customer reported an anode temperature warning when anode was not hot. Pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint.